Event description:
A nurse reported intermittent illumination during a procedure. Three probes were used during troubleshooting. The staff ejected the illuminator from the system's compartment as recommended by service tech and the issue resolved after reinsertion. The case was delayed 20 minutes. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and replaced the aux illuminator. The system was then tested and met product specs. The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).